Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was opened and placed over the appendix per standard procedure. The device was closed and fired. When opened, it was noticed that the staples had not deployed at all, but the blade had fired. In addition, when the device was opened, the cartridge ejected and fell apart intra abdominally. All pieces were collected and a new instrument was opened and the case completed. There was no patient consequence.